Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for creatinine jaffe gen 2 (creaj) on two patient samples. Of those two samples, one sample from approximately (B)(6) 2013 was found to have erroneous results that had been reported outside of the laboratory. All results are in mg/dl. The customer indicated they had other events since (B)(6) 2013, but did not provide any information on those events. On (B)(6) 2013, the customer indicated they started repeating all creaj results over 1.5 mg/dl. The patient had an initial creaj result of 7.5. This result was reported outside of the laboratory and was questioned by the physician. The sample was repeated on the same analyzer and generated a repeat result of 1.0. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot of creaj in use was 67159701, with an expiration date of 07/31/2014. The field service representative found that the cause was the st2 probe. He replaced the probe and did performance testing, which was within specifications.